Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Impossible to empty the drip chamber. The nurses have to use a syringe to empty the drip chamber at the stopcock infection risk. Problem from the collection bag or from the system ? This problem has already occured in the neurosurgery dept.